Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose reading was 519 mg/dl and 400 mg/dl. The customer treated for their high blood glucose with syringe. The customer stated that insulin pump passed self test and dvt test. Customer was experienced nausea and vomiting. It was unknown that customer using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.